Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not received for analysis. CAPA (B)(4) investigated broken tibial protectors (351-17-01) during talar impaction, as well as broken tibial alignment guides. Findings: in cases where joint space is reduced, the tibial protector component can contact the talar impactor tip during use. The tibial protector plate has broken intraoperatively three times and each time the portion that protected the implant remained in place but had to be removed using a curette or hemostat because the region to grab was missing. The validation of the tibial protector plate was performed on cadaveric legs, but no severe tissue contracture was present. Therefore, the tibial protector plate adequately protected the tibial components, but was not struck during use. Therefore; the contact during impaction between the talar impactor tip and the anterior flange meant for gripping the component resulting in fracture of the device was not identified. Corrective action taken: the design of the tibial protector was modified to remove the anterior flange portion and utilize the scissor inserters. The rmr for vantage instruments was updated to include fracture of the tibial protector component under dcrsp-17-490. Root cause: the tibial protector plate has an anterior flange to allow for manual insertion or removal of the device. In tight ankles or ankles with poor exposure, the talar impactor tip (351- 07-00) can contact the anterior flange during impaction of the talar implant. This puts a bending force on the anterior flange and leads to a crack or fracture after repeated impaction. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. The tibial protector broke during talar impaction. An investigation was conducted under CAPA (B)(4); the tibial protector plate has an anterior flange to allow for manual insertion or removal of the device. In tight ankles or ankles with poor exposure, the talar impactor tip (351-07-00) can contact the anterior flange during impaction of the talar implant. This puts a bending force on the anterior flange and leads to a crack or fracture after repeated impaction.

Event description:
It was reported from the us that during an orthopedic surgical procedure the tibial protector broke during talar impaction. There was no adverse impact to patient and no delay to surgery. No pieces were left in the patient. The representative was present during the surgery. No additional information was provided by the contacts related to this event.